Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and inspected. Visual observation reveals that the device is worn and the laser marks are faded. No anomalies were observed with the device. Upon close inspection, it was found that there is a broken guide wire piece broken and stuck inside the notcher, confirming the reported complaint. This failure could have been caused by hammering the notcher at an angle, or by using the wrong size of guide wire. The broken piece was stuck inside and couldn't be removed, indicating a higher probability that a larger sized guide wire was used. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4) - incomplete. The lot number is currently unavailable. This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that after an acl (anterior cruciate ligament) surgical procedure, it was observed that the guide wire was broken inside his milagro pathmaker tunnel notcher. The procedure had already been completed with no patient consequences. It was not reported if there were any delays in the procedure or if a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.